Manufacturer narrative:
A complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue, stopping the helix from being retracted. An x-ray examination of the entire lead was normal and after cleaning the lead, the helix could be fully retracted and extended from the connector pin. The full helix extension length was measured and found to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
(B)(4).

Event description:
During follow-up, fluoroscopic images were taken and it was noted that the leas was displaced, resulting in inappropriate therapy being delivered. During the repositioning procedure the helix would not retract. The lead was explanted and replaced and the patient was stable.